Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to functional use after the repair of therapy pca by a third party. Based on the information available and the testing conducted, the cause of the reported problem was therapy pca. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.

Event description:
Philips received a complaint on the heartstart mrx indicating that device prompts "device malfunctioned and required repair" before use on a patient. Customer used another device and there was no patient harm or injury reported to philips. The report has been updated from serious injury to product problem as additional information received clarified that the issue occurred before use on a patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the patient needed to use a defibrillator due to his condition. During the testing process, the nurse found that the defibrillator indicated that "device malfunction, maintenance required". The defibrillator was immediately replaced for the patient's treatment. Due to timely handling, no adverse consequences were caused. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.